Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued during hospitalization and the patient's pd catheter was removed. The patient also experienced pneumonia due to aspiration problems. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the peritonitis. Treatment for the pneumonia was not reported. On an unreported date in the hospital, the patient had a hemodialysis (hd) catheter inserted and was switched to hd treatments. Hemodialysis was ongoing. At the time of this report, the patient was recovering from the peritonitis. On an unreported date, the patient recovered from the pneumonia. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for potentially associated lot numbers h12i10014 and h12h14083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.